Manufacturer narrative:
(B)(4). Product is not returned for investigation yet, customer declined. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint the 32g pen needles bent when inserted them into the skin. Customer was concerned that the needle bending caused the product to be unable to administer his medication. Customer stated the package had not been open or damaged when received. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim any injured while using the pen needles and no medical intervention related to the use of the product was reported. No further information was obtained.